Event description:
It was reported the touch panel does not react. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus would not react to the touch screen. The flex tape was found damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 rf (radio frequency) head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.